Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the off no power. The customer¿s blood glucose level was unknown. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the off no power alert. The customer was advised that the insulin pump needed to be replaced and may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.